Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2021-19122 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.